Event description:
Surgeon implanting st. Jude regent 23mm aortic valve in patient noted leaflet impingement was present. Valve was explanted and another aortic valve was implanted. The manufacturer has been contacted and plans are to return the valve for an evaluation.